Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than three thousand ohms. In addition, noise was observed on this ra lead. This lead was surgically abandoned. Another lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.